Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6. (Medical device problem code replaced to 4048). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It was unknown whether the reprocessing was conducted in accordance with instruction for use (IFU). Additionally, there was no deformation found where foreign material residue was identified. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-1200n operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a foreign material in the nozzle. There were no reports of patient involvement.